Event description:
In 2006, kinetikos medical, inc. Was informed of the explant of a subtalar mba orthodpedic foot implant to address pain reported by the female pt one year following the original implant date. The attending physician was contacted for particulars. The device was not rpeorted as defective nor was it returned to kmi for evaluation. An investigation was initiated.